Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) indicating that the action taken to resolve the device not working was to look for the spinal cord stimulator (scs) later night. The cause of the device not working was noted to be under possible end stage of battery. The device not working issue had not been resolved.

Event description:
The health care professional (hcp) reported that the patient claimed that the device had not been working and they had not been charging. The hcp wanted to determine MRI eligibility. There were no symptoms reported. It was noted that the device stopped working for the patient 1.5 years ago. The patient claimed that the system was going to be removed in the near future. Other relevant medical history includes spinal pain and chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.